Manufacturer narrative:
On january 30, 2025, the mentor failure analysis lab received the device for evaluation. On february 5, 2025, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the siltex hpg, 450cc breast implant was found to have a tear on the posterior view, measuring approximately 1.7 cm, in addition, siltex cracking was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 62-year-old caucasian female patient underwent revision breast augmentation with 450cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade iii, and bilateral breast implant rupture postoperatively; diagnosed via MRI. The patient has consulted with the healthcare professional. As a result, the patient underwent bilateral replacement surgery with catalog number smpx465; serial number (B)(6) on the left side, and with catalog number smpx465; serial number (B)(6) on the right side on (B)(6) 2024. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On january 8, 2025, mentor became aware that the ruptures were complicated by silicone granuloma formations bilaterally. Hence, clinical code "granuloma" has been added under field h6 on this form. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade iii, and granuloma this supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number:(B)(4).